Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Trouble shooting was performed, and the insulin pump was programmed correctly. The father stated that the customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.